Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms regarding the mobile power unit (mpu) was confirmed via the log file. The log file contained data spanning 1 day (20mar2020 ¿ 21mar2020 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. No external power alarms were observed on 20mar2020 at 18:31 and at 20:50 while the mpu was in use. The alarms appeared to have been caused by a loss of ac power, as the rsoc values steadily decreased. The alarms resolved when power was restored to the system. No other notable events regarding the mpu were observed. The mpu (serial number (B)(6)) was not returned for analysis. The root cause of the observed losses of ac power was unable to be determined through this analysis. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01676. It was reported that the patient presented to the emergency room for an implantable cardioverter defibrillator (aicd) shock. Upon history review, the patient had multiple low voltage and no external power alarms. The patient claims they were connected to wall power at the time. Their battery clips were cleaned even though they did not appear to be dirty. Upon log file review, no external power and low power hazard events were captured on (B)(6) 2020, which were caused by power to the mobile power unit (mpu) being briefly interrupted. The cause of this power interruption is currently unknown. However, log file review also revealed a no external power event later on (B)(6) 2020 due to simultaneous power lead disconnects while the patient was switching from battery power to the mpu. There was no interruption in pump support during these events or any other time in the log files.